Event description:
The customer reported via phone call that they had an unexpected restart alarm on their insulin pump. The customer's blood glucose was 175 mg/dl. The customer also reported a signal too low alarm and displayable history check failed on startup alarm in their alarm history. The customer stated the displayable history check failed on startup alarm did not occur during normal use. Customer also reported scratches on their insulin pump's screen. The customer stated they were able to read the insulin pump's screen and the insulin pump was functioning as designed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.